Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race was not provided for reporting. (B)(4). Upc = (01) 381370055662; lot number = 0889b; expiration date= na. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical product(s): consumer stated she takes about 20 medications but preferred not to share; some are taken for the medical conditions: stage 3 kidney disease, cirrhosis of the liver, epilepsy, diabetes, ptsd and anxiety. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 14, 2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with a bab tough strips waterproof extra large. The consumer used the bandage to cover a burn on (B)(6) 2019. On (B)(6) 2019 the consumer removed the bandage slowly and the adhesive had burned a hole in her skin that is 1.2 cm long. The wound burns, hurts, itches and oozes sometimes. The consumer stated that she is allergic to penicillin, latex, aspirin, metformin, adhesive tapes. The consumer sought medical attention from a health care professional. The health care professional prescribed bacitracin. The area is healing.